Manufacturer narrative:
The sample was lithium heparin plasma that was aspired from the primary collection tube for the initial result. For the repeat testing the sample was aspired from an insert cup. No sample quality issue was noted. Qc was within the established ranges prior to the event. A system check was performed prior to the event and the results barely met the specifications of the washed %cv, at 11.18%. The customer put on a different clean set of aspirate probes and repeated the system check. All results met the specifications with the washed %cv at 5.82%. No error was posted to the event log. Service was on site on (B)(6) 2011 and performed a preventive maintenance. No hardware issue was noted. No definitive root cause for this event has been determined.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to an elevated troponin (accutni) result generated by access 2 immunoassay system for one patient's sample. Repeat analysis on the same instrument produced results within the risk stratification rage. The results were not reported out of the laboratory. Subsequent testing by an alternate method produced a result within the normal reference range. There was no report of death, injury, or change to patient treatment attributed or connected to this event.